Event description:
Tampons fell apart while removing, pieces of tampon discharging [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Tampons fall apart while removing, tampon discharging the next day [complication of device removal]. Consumer reported via e-mail that two tampons fell apart during removal. No serious injury reported. Lot numbers - 30162/6035 0455, 30462/6035 0459.

Event description:
Tampons fell apart while removing, pieces of tampon discharging [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Tampons fall apart while removing, tampon discharging the next day [complication of device removal]. Cause was traced to design [manufacturing issue]. Case description: consumer reported via e-mail that two tampons fell apart during removal. No serious injury reported. Lot numbers - 30162/6035 0455, 30462/6035 0459. 23-sep-2021: reopened investigation indicated cause was traced to design. Action plan is in place.

Event description:
Tampons fell apart while removing, pieces of tampon discharging [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Tampons fall apart while removing, tampon discharging the next day [complication of device removal]. Cause was traced to design [manufacturing issue]. Case narrative: consumer reported via e-mail that two tampons fell apart during removal. No serious injury reported. Lot numbers - 30162/6035 0455, 30462/6035 0459, 0310d203120255, 31061/6040, 31461/6031, 26762/6035, 30162/6035, 25268/5965, 26168/5965, 29962/6035, 29862/6035.

Event description:
Tampons fell apart while removing, pieces of tampon discharging [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Tampons fall apart while removing, tampon discharging the next day [complication of device removal]. Consumer reported via e-mail that two tampons fell apart during removal. No serious injury reported. Lot numbers - 30162/6035 0455, 30462/6035 0459. 10-jun-2021: no failure could be identified as a result of the investigation by the manufacturer.